Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? To date no response has been provided. Once additional information has been received, a follow-up report will be submitted. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during post op of a gastric sleeve procedure, the patient has been hospitalized since, and he is bringing her back for a washout due to a leak on the last firing of staple line. The leak is identify at mid staple line. Started at 1mm is currently about 3-5mm. A blue load was used. The patient had consequences of intra-abdominal sepsis.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2022. Additional information was requested and the following was provided: surgery was done (B)(6) 2022. Reop date (B)(6) 2022. Additional information requested: -was a leak test performed? If so, what type and what was the result? No leak test was done. We do not perform leak tests on gastric sleeves -was the staple line visualized endoscopically during the initial surgical procedure? The staple line was visualized laparoscopically but not endoscopically. The gastric specimen staple line was examined and was normal. -how many days postoperative did the leak occur? The leak was diagnosed on day five postop. -how was the leak identified? The leak was identified by ugi on day six. CT showed abscess suggesting a leak. It was a non-contrast CT -what was observed at the site of the leak upon reoperation? There was a 5 mm staple line dehiscence in what appears to be the middle of the last firing. The tissue was healthy appearing. -how was the leak addressed? Leak was oversewn and a patch of omentum was sewn to the leak site. Endoscopic leak test was performed. There was no leak. Patient leaked again from same site, and it was managed with external drainage. Discharged to home on (B)(6) 2022. Last drain tube was removed in clinic on (B)(6) 2022. Ugi confirmed that there was no leak on (B)(6) 2022. Patient is off tpn and is on a soft diet currently. She is doing well. - leak appears to be a staple line dehiscence in the middle of the last staple firing. This was a blue cartridge. I did not oversew. No hiatal hernia was done.